Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2017). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: plaintiff's fact sheet received: injury nos was replaced with medical device removal .reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller fragment removed /98% of the left coil was removed') in a 36-year-old female patient who had essure (batch no. A22171) inserted for female sterilization. On (B)(6)2013, the patient had essure inserted. On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received -lot number added . Medical device removal event was replaced with device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('smaller fragment removed /98% of the left coil was removed') in a 36-year-old female patient who had essure (batch no. A22171) inserted for female sterilization. On (B)(6) -2013, the patient had essure inserted. On(B)(6)-2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)-2017. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Lot number:a22171 manufacturing date:2012/06 expiration date:2015/06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.